Event description:
A (B)(6) male patient contacted zoll customer support for an unrelated issue. During servicing, a reportable problem was discovered. The electrode belt failed the incoming pulse lead hi-pot and insulation resistance tests. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, there was a short in the cable connecting the distribution node (dn) and the front therapy electrode (te). The cause of the test failures is the shorted wire. The root cause of the shorted wire cannot be positively identified. No adverse event resulted from the shorted wire. The patient received a replacement electrode belt.